Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 438 at the time of the event caused by bent cannula. Patient got treated with intravenous (IV) and fluids of saline and insulin. The duration of emergency room was for 18 hours. Patient had ketones level. Patient changed soft cannula infusion set only and resumed insulin. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.